Event description:
It was reported that following the implantation of an elevate pc anterior graft, the patient presented with moderate "sclero atrophic lichen" and dyspareunia. The patient reported dyspareunia at her 6 month post implantation follow-up visit. Medication was prescribed and the event is considered "ongoing" as of (B)(6) 2014. No additional patient complications have been reported in relation to this event.